Manufacturer narrative:
The dispatched fse pulled the logs and replaced the ventilator motor; both were handed over to the manufacturer for investigation. The motor has an abraded collector disc; a consequence of wear and tear over its lifetime. As a result, the contact between collector and carbon brushes gets partly disrupted leading to fluctuations in rotating speed. These may cause deviations between the real position of the ventilator piston and the one the supervisor software expects. To prevent from serious damages to the system the software shuts down automatic ventilation and alerts the user by means of a corresponding alarm. As reported, manual ventilation with the built-in breathing bag remains possible. The log file evaluation confirms the hardware investigation results. On the date of event the device detected an motor position encoder check error during the third procedure of the day. The device shut down ventilation and alarmed for ventilator failure as designed. The device is ten years old. The motor has a specified lifetime of 10 years according to a characteristic model of use (8 hours per day, 5 days per week). The operation time counter indicates that the device was used for a number of hours that equals roundabout 150% of the specified lifetime which can be considered acceptable. Repair exchange has put back the device into fully operable condition.

Event description:
It was reported that the machine had a ventilator failure alarm and the patient had to be bagged to complete the case. There was no injury to the patient.